Event description:
The manufacturer received info alleging a ventilator failed to audibly alarm when a pt became cyanotic. The ventilator's pressure manometer was reported to have been "stuck at 10." The pt was manually ventilated and placed on another device.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for investigation. Several requests for additional info from the reporter of the event have been unsuccessful. Based on the available info (user facility report (B)(4)), a malfunction of the ventilator that would impact the therapy delivered to the pt did not occur. A failure of the ventilator's pressure manometer (alleged by the reporter of the event) would not affect the device's ability to deliver therapy. The pressure manometer is only used to display the pressure within the pt circuit during therapy. No other malfunctions where alleged by the reporter of the event. The ventilator is not designed to audibly alarm in response to pt conditions such as cyanosis (alleged by the reporter of the event) which are unrelated to delivered therapy. The pt was connected to a pulse oximeter at the time of the reported event which alarmed appropriately alert the caregiver of the event. The ventilator was evaluated by the reported facility and was found to alarm and operate as designed. The pressure manometer was replaced. The manufacturer occludes the device did not have a malfunction which would impact the therapy delivered to the pt.